Event description:
It was reported that the system stopped responding so the images were lost. This caused the patient having to have exposure repeated. This happened for one patient, they rebooted the system; once this was done, the unit is working as intended.